Event description:
It was reported to boston scientific corp. On 1/18/07, that a pt underwent a radiofrequency ablation of the liver. A 4 cm coaccess electrode needle was used on a 4 cm sized tumor. The ablation was performed according to the directions for use, with an ablation time of 30 minutes and maximum power of 180w. During the ablation, the pads on the pt's legs were touched by the md and discovered to be hot. Cooling was performed on the pad surfaces. The ablation was successfully completed at which time, it was discovered that blisters had formed under the pads. After numerous attempts at retreiving specific info related to the burn, the complainant indicated that, the pt has made a full recovery and has been discharged from the hosp.

Manufacturer narrative:
This device has not yet been received by this MFR, consequently an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications.